Event description:
A report was received that a pt underwent a pocket revision due to a suture stuck on the pocket site with an abscess around the pocket. The physician opened and closed up the area just to get better closure. In addition, the physician removed excess scar tissue from the midline incision. The pt is reportedly doing well following the revision.

Manufacturer narrative:
This is the final report.